Event description:
Patient revised (B)(6) 2020, two years after primary surgery on (B)(6) 2018. Surgeon explanted the 36mm centered glenosphere with screw and 36/+3 humeral cup and replaced them with a size 40 eccentric glenosphere with screw and 40/+3 standard humeral cup. Reason for revision is unavailable.